Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was originally reported that the two bio-composite corkscrews broke in the humerus while surgeon tried to screw into the very hard bone of the patient. The surgery was successfully completed with no patient injury reported. Follow-up investigation: the surgery was completed with a titanium corkscrew. Not all fragments were able to be removed from the patient. Some material is still in the bone.